Event description:
It was reported that a healthcare provider relayed a low blood glucose event for an ilet user, with no additional details available despite multiple follow-up attempts. Symptoms included hypoglycemia. Outcomes included use of oral glucose. Investigation included attempts to contact the user for event details and standard troubleshooting and education outreach. Investigation of this case revealed no device malfunction or component issue due to lack of information and inability to obtain user feedback. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.